Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (pvad lvad). It was reported by the chief clinical perfusionist that she could not get a flash test on the patient. The left ventricular (lv) pressure was set to 245 mmhg, % systole was at 360 ms. The patient's blood pressure was 100/68, and vacuum was set ot -30 mmhg. The patient was on inotropes and the previous few days occasional flash tests occurred. It was also reported that the hospital staff checked for kinking of the outflow graft and no issue was noted. The patient's dual drive console (ddc) was exchanged. Ten days later, the chief clinical perfusionist reported that the eject time was increased to 350 and that they had an adequate flash. The patient had very high pfhg and liver failure. Additional information was received from the chief clinical perfusionist stating that the patient is currently no longer having flash issues. The patient "is not looking so good, but his neuro status is intact." A CT scan with contrast was performed and the cannula position looked fine. The patient is on dialysis, and has had multiple surgeries on his gastrointestinal tract and is going to have his right foot amputated. The patient remains ongoing.